Event description:
It was reported that, during a robotic laparoscopic procedure, an unexpected e-release mechanism was activated due to a collision with another arm. An error was triggered during the activation of the e-release and was unable to be dismissed even after multiple attempts of restarting the arm. The collision damaged the socket connecting the instrument drive unit (idu) module to the z-slide. There was a delay due to the reported issue and the robotic surgery was converted to traditional laparoscopic surgery.

Manufacturer narrative:
Additional information received, updates made to the following sections: b5 (desc of event), d10 (concomitant prod). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic procedure, an unexpected e-release mechanism was activated due to a collision with another arm. An error was triggered during the activation of the e-release and was unable to be dismissed even after multiple attempts of restarting the arm. The collision damaged the socket connecting the instrument drive unit (idu) module to the z-slide. The robotic surgery was converted to traditional laparoscopic surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly in the field. Review of the field service notes for the arm cart assembly indicated that the faulty instrument drive unit and z-slide were replaced. During testing a problem with the e-box module was detected. The faulty e-box was also replaced. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an arm collision due to improper preparation. Replication of this condition can occur if not enough space is give to the arm cart assembly to calibrate. The instructions for use (IFU) states, "1. Always check to make sure the arm has enough room to calibrate, to avoid collisions with staff or other equipment. The instrument drive unit will move halfway down the instrument track, and the instrument track will move 1 - 2 inches in multiple directions during calibration.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic procedure, an unexpected e-release mechanism was activated due to a collision with another arm. An error was triggered during the activation of the e-release and was unable to be dismissed even after multiple attempts of restarting the arm. The collision damaged the socket connecting the instrument drive unit (idu) module to the z-slide. There was a delay due to the reported issue and the robotic surgery was converted to traditional laparoscopic surgery.